Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint. According to the device analysis performed in the laboratory, was observed a split in patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per qa 199.06. According to the analysis review the reported complaint was observed, however, the workmanship is not related to the reported complaint. A review of the current risk documents was performed, and the event of split in patch is a known event, for which manufacturing process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Event description:
Healthcare professional reported, right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on the valve bond edge side assessed, as unidentified (tear) opening. Additional observations: creases are observed. Wear abrasion is observed. One split in patch that assessed, as a workmanship. A further investigation is requested, to analyze the split in patch observed.